Manufacturer narrative:
The analyzer model and serial number were requested, but not provided. Extensive internal investigations have revealed that the initial target value assignment during reference standardization did lead to a low recovery at the low end of the measuring range (<6 ng/ml). The target values have been optimized using an automated iterative approach in order to align between the assay versions. Thus, applying the new target values to the internal calibrators during routine standardization will lead to higher recovery at the low end of the measuring range. This optimization will be applied starting with elecsys folate iii kit lot 911203 and kit lot 898249. Customer feedback indicated that the expected improvement was not observed with the optimized elecsys folate iii kit lot 911203. A method comparison of optimized lot 911203 vs. The previous assay lot 806567 was performed. The comparison showed an upward shift as intended in the low end of the measuring range (below approx. 5 ng/ml). However, samples with concentrations exceeding 5 ng/ml demonstrated lower recovery.

Event description:
The initial reporter stated they received alleged questionable elecsys folate iii assay results for several patient sample tested on a cobas 8000 instrument. The customer reported that patient results are lower than expected by approximately 20 - 30%, which has increased the number of patients being diagnosed with folate deficiency and started on folate replacement. No specific patient data was provided. 9000 patients are involved, with approximately 6% of all tests showing results consistent with folate deficiency severe enough to merit consideration of treatment. Some patients will have had additional tests such as intrinsic factor and coeliac screens, and many will have needed repeat tests.

Manufacturer narrative:
No customer data or information were available for an investigation of this specific event. Based on the limited information, the issue is related to a negative bias with the updated elecsys folate iii assay. Due to optimized standardization starting with elecsys folate iii kit lot 911203 and kit lot 898249, customers should expect a positive shift at the low end of the measuring range when switching to these reagent lots. Customers can continue using all currently available reagent lots of the updated elecsys folate iii assay version until their respective expiry date.